Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that the rv lead showed high out of range pacing lead impedance. Isometric testing and pocket manipulation were unable to reproduce the high lead impedance. The lead remains implanted.